Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged scissors was confirmed and the cause was determined to be supplier related. Components from a powermidline kit were returned for investigation. The powermidline catheter was not returned. The components appeared to be unused. What appeared to be the plating on the external surface of the scissors was peeling near the hinge area. Flakes of material were separating from the scissors while they were being opened and closed. The peeling and flaking was only observed on one blade and handle. The surface of the metal appeared dull and corroded underneath the peeled plating. No corrosion was observed on the scalpel, needles, or guidewire. The damage appeared to be supplier related based on the condition of the scissors. A lot history review (lhr) of recq0697 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility opened a kit that contained rusted scissors. This was noticed prior to use on a patient. A new kit had to be opened.